Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4)

Event description:
The facility reported a colleague pump with failure code 810:11. The reported condition was identified during bio-med service. There was no documented patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The reported condition is due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. (B)(4).